Event description:
It was reported that a patient underwent a tetralogy procedure on (B)(6) 2025 and suture was used. During a tetralogy of fallot procedure, the suture would easily snap off from the needle while in use or the suture would easily break. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/27/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reported issue contribute to any patient adverse consequences? Please confirm if the issue is related to a suture snapped off from the needle or a broken suture: please provide the source or name of person providing answers to follow-up questions: did the reported issue contribute to any patient adverse consequences? Please confirm if the issue is related to a suture snapped off from the needle or a broken suture: please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.